Event description:
It was reported that stent damage occurred. The 50-90% stenosed, diffused target lesion was located in the proximal and middle part of right coronary artery (rca). A 3.00 x 38 mm synergy stent delivery system was advanced for treatment. However, when the delivery balloon was inflated at 15 atmospheres for 20 seconds only the ends of the balloon inflated and the middle section of the stent did not expand. It was then noted that the stent struts were lifted up so the device could not be used. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.